Event description:
It was reported that when a patient presented for a generator change out due to normal eol, externalized conductors were observed via fluoroscopy. The physician elected to cap and replace the lead. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.